Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for ablation. During the procedure, when the catheter was inserted over the wire, the sheath bunched at the groin and the tip was noted bulbous. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.